Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to get an MRI of the bursa behind their right hip. Patient placed the stimulator in MRI mode and it showed full body. 5-6 minutes into the MRI the inside leg, inside groin, thigh area started burning like crazy. It felt like they took two hot spoons and put it on the inside of inner thigh. They did not finish the scan. Patient said the MRI facility did not call medtronic to get guidelines, or go on the internet to get them.  The MRI facility helped turn the therapy back on. It was at 1.0ma and then it went to 1.1ma on it's own, and they had to turn it back down to 1.0ma after they turned therapy back on and it seems to working as intended so far. Patient did call their managing doctor but they are out of the office for the week. Patient called back and repeated information about the burning in their thigh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.